Event description:
The customer was admitted to a hospital for high bgs. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. In addition, a fixed prime test was performed and the insulin exited. Pump is operating as designed and does not need to be replaced. Instructed the customer to change the set and use manual injections per md protocol.